Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service found the reportable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the material was confirmed to be silicon-related. As results of the component analysis, it is likely that it came from silicone-related parts such as water container¿s connector or packing, including valves. However, we could not specify the cause of the event clearly because the user claimed to perform the reprocessing in accordance with instructions for use (IFU).. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "the operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]; inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities; inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the air-feeding function; set the airflow regulator on the light source to ¿high¿, as described in the light source¿s instruction manual.; immerse the distal end of the insertion section in sterile water to a depth of 10 cm and confirm that no air bubbles are emitted when the air/water valve is not operated; cover the hole in the air/water valve with your finger and confirm that air bubbles are continuously emitted from the air/water nozzle; uncover the hole in the air/water valve and confirm that no air bubbles are emitted from the air/water nozzle." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device had a low air/water supply. The device was returned to service where evaluation found there was foreign material in the air/water nozzle. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction identified at evaluation.